Event description:
It was reported that the surgeon attempted to insert a competitor's lens but the lens became stuck in the aq cartridge-fp. There was no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation results: cartridge lot number search. A cartridge lot number search was performed and no similar complaint was found.